Event description:
Spinal cord stimulator malfunctioned causing severe shocks, burns, tissue injury and severe pain. Reported to my neurosurgeon, I was instructed to turn the device off to prevent further harm. Surgery was completed to remove one of the devices and leads on (B)(6) 2020. Awaiting 90 days period to determine if second device should be removed. FDA safety report ID# (B)(4).